Event description:
It was reported that the drive support cap was loose. No further information was provided.

Manufacturer narrative:
The displacement test could not be performed due to alarms for a loose drive support disk, which was causing the motor home switch to misalign with the motor slide pad. The motor was tested outside of the device and passed. The insulin pump had a cracked case near the display window corner, minor scratches on the display window, a cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.